Event description:
The patient came in reporting instability due to laxity. At about 2 years and 5 months from primary the surgeon revised the liner with a thicker one to give more stability to the patient. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 july 2022: lot 1905114: (B)(4) items manufactured and released on 24-july-2019. Expiration date: 2024-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.